Event description:
It was reported by service report that the fowler was drifting down and unable to support patient weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.